Event description:
The customer reported the monitors were not working. One of the tubes is not showing images. No pts were injured.

Manufacturer narrative:
The ge service rep verified problem, left monitor not working, not fluoro image. Monitor has power and video/monitor and needs replacement. He replaced and aligned left monitor per esd and ge oec procedures. Verified image quality, resolution/tracking. Tested system, fully functional as intended.